Event description:
It was reported that an ems was used during a total extraperitoneal pre-peritoneal. It was reported by the affiliate that the surgeon was firing the ems stapler to secure the mesh for the hernia repair. After having fired the instrument successfully five times, the surgeon started to withdraw the instrument. The instrument appeared to get stuck slightly in the trocar momentarily. When it was finally withdrawn, all the inside components fell out of the shaft of the stapler. There was no consequence to the pt. 10/23/1998-add'l info from sales rep. The trocar being used was a competitor product. Regarding whether components were retrieved from teh pt, the sales rep cannot be certain of this. The rep will include all the components that were retrieved with the return. 10/27/1998 add'l info from affiliate. To the best of the surgeon's knowledge, he retrieved all the pieces at the time of the incident. The operation was a success and the pt left the hosp in health. The device did not jam, it functioned well. When the surgeon was removing the instrument from a dexoide (competitor product) trocar, the nose of the instrument seemed to catch somewhere in the trocar. When he pulled it unstuck (free), it came out in pieces.